Manufacturer narrative:
A follow up was performed with the customer, and it was reported that while the device was in clinical use, there was no delay in therapy, and no medical intervention was required. The patient was moved to a different ventilator. Product UDI is corrected.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was unresponsive. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was unresponsive. It was also noted that the touchscreen could not be calibrated. The rse recommended replacing the touchscreen, and the customer was provided with the part number for a replacement.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Product UDI is corrected.